Event description:
It was reported the patient's device system was explanted due to infection. It was later reported the patient was re-implanted with a new pump last month and the infection fully resolved. The health care provider (hcp) had not notified anyone of the explant. The system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).